Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
During service at the manufacturer, the service technician was unable to duplicate the reported heat symptom, but found it likely attributable to the worn rotor observed during the device inspection. This is supported by a review of the risk documents.

Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.